Event description:
Rrt was performing oral care and the oral care swab came off in patient's mouth. No harm to patient noted. The rrt states, it appeared the glue did not stick. Removed green sponge by swiping it out of mouth. Strength: chg 0.12 percent oral rinse unk - unknown. Dose or amount: 1 unk - unknown. Frequency: 4 times a day. Route: oral. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018. Diagnosis or reason for use: to prevent pneumonia in a ventilated patient.